Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery intermittently suspended from 7:30pm to 7:30am. Reportedly, the customer did not receive any alerts or alarms. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.